Event description:
Pt was undergoing a t.u.r.p. When it was noticed that the ceramic tip was missing from a component of the resectoscope. It was concluded that it was broken off during cleaning of the instrument prior to the case. Circon was contacted and informed uf that the ceramic tip was imageable via x-ray. During an exam, during a clinic visit the tip was discovered in the pt's bladder and has been successfully removed. Pt was hospitalized for observation and monitoring of hematuria (which had been present before the initial surgery).